Event description:
Medwatch complaint states: a patient was intubated with 7.5 et tube for respiratory failure. Three days later, patient self extubated during am care. Hospitalist reintubated with 7.5 et tube. (Cont.) Respiratory technician noted low cuff pressure prior to extubation. Medwatch uf#(B)(4).

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned for evaluation; therefore, a sample was taken from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The cuff was then inflated to 25mbar with a calibrated endo test meter. The cuff maintained pressure. The sample was then immersed in water and no leaks were detected in the cuff. Based on the investigation, the complaint of cuff leakage could not be confirmed. There is no physical evidence of failure as there is no sample returned for investigation.

Manufacturer narrative:
(B)(4).

Event description:
Medwatch complaint states: a patient was intubated with 7.5 et tube for respiratory failure. Three days later, patient self extubated during am care. Hospitalist reintubated with 7.5 et tube. Respiratory technician noted low cuff pressure prior to extubation. (Medwatch uf# (B)(4)).